Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, the unit keeps shutting off during cases approx 10-15 minutes, and at times it takes a long time to go on.